Manufacturer narrative:
DHR - no deviations found in the production process or in the finished goods inspection. The products were released without quality issues. Retained samples were pulled out one for analysis. Full specification testing was done and all parameters were found to be acceptable. Appearance is good and no sticky issue was observed. From the investigation, the complaint was not confirmed. Root cause can not be determined as there was no sample received for evaluation and the complaint was not confirmed. However, this problem can occurred due to several factors that affect the performance of the product during the preparation and application, like water temperature, rolling technique, excess water removal, rubbing technique and drying time. With regards to sticky issue, the product must be stored within the indicated 15oc- 30oc. Storage outside the indicated temperature might cause the migration of the resin that result to stickiness.

Event description:
2 of 2 reports - other mfg reports number: 9680091-2018-00039. It was reported that the facility is having issues with "sticky" tcc-ez kits that won't harden properly. Additional information has been requested.